Event description:
It was reported that the tip of the driver broke off in the screw (ar-1390e). The driver tip remained inside the patient. This was an acl case. Follow-up investigation: the tip of the driver broke when the surgeon was inserting the femoral screw. The entire tip, approximately 5mm, broke at the part where the screw driver meets the insertion part. The tip of the driver was lodged in the screw head. Driver tip was not left proud. No x-rays were taken, it was observed via direct visualization. Surgeon made no changes to his planned procedure.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The typical cause(s) of this type of event include flexing the joint during insertion of the implant with the driver engaged or prying/leveraging the driver while the implant is still loaded the potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.